Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed an alert for two previous low impedance measurements on the atrial lead. The current impedance measurement with within normal limits. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead triggered another alert for low impedance. In addition, there was suspected intermittent atrial lead undersensing during atrial arrhythmia episodes.